Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a low battery alarm or short battery life, and the battery cap was loose, cracked, or damaged. In addition, the customer reported the insulin pump got dropped and found a crack on the back of the pump. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the suspend before low or suspend on low feature was not used by the customer. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. The customer retuned the insulin pump for alleged short battery life, charge/battery anomaly, and unexpected battery power loss anomaly, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm, battery cap damage, and cosmetic damage located at the back of the insulin pump on june 14, 2022. Using a test battery cap to perform insulin pump testing. The insulin pump passed the displacement test, active current measurement, and self test. The insulin pump had high sleep current measurement. No alarms or alerts noted during the testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. No insulin pump error 25, power loss alarm, replace battery alert, or replace battery now alarm noted in the insulin pump trace download on the event date. Low battery alert on june 14, 2022 at 03:10:00.000 was listed in the insulin pump history file on the event date. The insulin pump was received without the original battery cap. Unable to verify dame to the battery cap. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump. Per r&d ee team observation below: the insulin pump was received with cracked case at the battery tube area and cracked battery tube threads. The following were noted during visual inspection: faded serial number label, missing display window cover, and scratched case. No traces of moisture damage or damaged to components per visual inspection under the scope was noted. The insulin pump had high sleep current due to faulty connector on interface board at electrical board 2. Charge/battery anomaly confirmed. Unexpected battery power loss confirmed. Low battery alert confirmed. Replace battery alert confirmed. Replace battery now alarm confirmed. Cosmetic damage confirmed at the back of the insulin pump. Battery cap damage unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.